Manufacturer narrative:
Device evaluation of monitor has been completed by engineering. The reported problem (service code 102) has been confirmed. Upon investigation the monitor was unable to complete incoming functional testingand displayed a service code 102 (charge profile fault). The cause for the service code 102 was isolated to contamination on the pins of pca jumper j1000. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment. Device evaluation of monitor sn (B)(6) is underway. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor failed incoming testing and displayed a service code 102: charge profile fault. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing a service code 102: charge profile fault. A us distributor reported that a patient was experiencing a service code 102: charge profile fault.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor failed incoming testing and displayed a service code 102: charge profile fault. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing a service code 102: charge profile fault.